Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. In addition, the UDI label was faded and the serial number was unreadable on the platform. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the archive data review. The root cause for the system error was due to the defective processor board, as a result of the normal wear and tear of the platform. The autopulse platform is a reusable device and was manufactured in june 2007 and is more than 14 years old, well beyond the expected service life of 5 years. No documented report was found showing that regular preventive maintenance (pm) was performed for the autopulse platform for the last 8 years. The reported issue of the UDI label was faded and the serial number was unreadable was not confirmed during the visual inspection. The serial number on the UDI label was readable, thus not confirming the customer complaint. In addition, during the visual inspection of the autopulse platform, unrelated to the reported complaint, a cracked top cover at the lower corner was observed. This physical damage was likely due to mishandling, such as a drop. The top cover was replaced to address the physical damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. The defective processor board was replaced to remedy the system error. The platform archive data could not be downloaded as a result of a defective processor board, however, the system error - user advisory (ua) 136 (internal parameter corrupted) was revealed after the ap vision software was utilized, thus confirming the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(6).